Manufacturer narrative:
Analysis was normal. No anomalies were found. The reported events were failure to capture and lead dislodgement. A complete lead was returned in one piece. Visual inspection found the helix to be retracted and clogged with blood/tissue. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length measured within specifications. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during a follow up in clinic it was noted that the right atrial (ra) lead was dislodged, and it was repositioned on (B)(6) 2023. The patient was stable but post op on (B)(6) 2023 it was noted that the ra lead had no capture and had dislodged again. The original cardiologist let his partner cardiologist conduct a procedure on (B)(6) 2023 during which the ra lead was explanted and replaced. The patient was stable.